Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified mid right coronary artery. During inflation of a 3.0 x 38 mm xience xpedition stent delivery system (sds), the pressure kept dropping. The device was removed from the anatomy and fluid leaked from the guide wire exit port. It was confirmed that when the sds was pressurized the stent implant fully deployed. Two additional xience xpeditions were successfully implanted distal and proximal to the first stent as planned. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak and inflation issues were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.